Event description:
A pt reported blood glucose results of 153 and 107 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips were in good condition, the codes matched, and the testing technique was done correctly. The pt performed a control solution test, which passed. No medical attention was reported. The pt is being sent new test strips. No further info has been reported.